Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for radiculopathy and spinal pain. It was reported that the patient had a minor lead migration. X-ray taken today confirms a 1/4 vertebral body lead migration. No contributing factors were reported. Impedance normal, connectivity normal. No symptoms were reported. The issue was reported to be resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2021, product type: lead; product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 02-aug-2025, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 18-may-2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.